Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number fcxc10026. The device was returned. The investigation is confirmed for material separation based upon the condition in which the sample was returned. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the distal tip of the recanalization catheter separated from the outer catheter after 3 minutes and 42 seconds of activation in the anterior tibia. The catheter was retracted without event and another catheter was used to successfully complete the procedure. There was no pt injury.